Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the haptic tore. There was no incision enlargement to remove & replace the lens. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has both haptics torn off into the optic. There is a small portion of the optic torn off & missing. There is clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.